Event description:
Boston scientific received information that during a routine device replacement procedure, the proximal and distal setscrews were stuck in the down position on the right atrial (ra) lead and right ventricular (rv) lead. The physician attempted to use the orange wrench, which was unsuccessful. A non-torquing wrench was used to free the ra setscrew and remove the lead. Another non-torquing wrench was used and the physician pulled the seal plugs out and was able to remove the distal set screw. The physician used vascular scissors to bore the proximal set screw out and free the rv lead. The device was successfully explanted the leads were connected to the new device and tested within acceptable limits. The leads remain actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted a loose header. The medical adhesive (ma) bond between the header and the device casing was compromised. Visual inspection also noted all four seal plugs missing. Additionally, a bore hole in the ma of the header in the area of the rv tip was observed and that the lead was fully seated in the lead barrel. Visual inspection noted all four capture washers bowed upwards. Microscopic visual inspection did not find evidence of silicon to silicon bonding. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.